Manufacturer narrative:
(B)(4). It was reported that the device would be returned for analysis; however, the device has not yet been returned. Additional information will be provided within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of the posterior communicating artery aneurysm, the cashmere 14 coil (B)(4) prematurely detached during implantation in the aneurysm and was removed with the headway 17 microcatheter. It was reported that a microguide was inserted to block the detached coil. No parts were left in the patient. There was slight resistance between the coil and the microcatheter. The event did not result in patient injury; however, there was a delay in the procedure as a result of the event. There were no potential adverse events and the procedure was completed with a same/like product. It was reported that the device would be returned for analysis.

Manufacturer narrative:
The device was returned for analysis on 12/8/2016, and was determined to be stretched. Conclusion: as reported by a healthcare professional, during coil embolization of the posterior communicating artery aneurysm, the cashmere 14 coil (src14061520/p11040) prematurely detached during implantation in the aneurysm and was removed with the headway 17 microcatheter. It was reported that a microguide was inserted to block the detached coil. No parts were left in the patient. There was slight resistance between the coil and the microcatheter. The event did not result in patient injury; however, there was a delay in the procedure as a result of the event. There were no potential adverse events and the procedure was completed with a same/like product. The cashmere was returned for analysis. The headway microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The coil was separated from the device positioning unit (dpu) as reported. Post-procedural mishandling of the coil caused it to be completely entangled around the dpu. The circumstances of why this entanglement of the coil around the dpu which may have produced further damage occurred after the procedure cannot be determined. The coil was unraveled out of the distal section of the soldered area. The coil was fractured and separated from the proximal soldered section. The fracture is ductile in nature requiring external force. No material defects were found. The first half of the first secondary coiling off the ball tip is intact with the remainder of the coil being completely stretched. After cleaning by the end user, it was found that intermittently a blood/protein mixture was found adhering along the entire stretched coil. The coil was mechanically detached. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the edges located distal to the v notch has been elevated above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The premature detachment during implantation was confirmed. It was stated that the microcatheter was removed which cannot be confirmed. While the exact root cause of the premature detachment cannot be determined, the evidence as received highly suggests that the coil became temporarily anchored either on itself, the coils already dwelling inside the target site (if previously implanted), or on the distal tip of the microcatheter. When a retraction movement was performed on the anchored coil, the coil most likely stretched and encountered a mechanical detachment from the dpu via the detachment fiber. It was not stated in the complaint report if a one to one movement was observed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter¿¿ the complaint of the resistance inside the microcatheter could not be confirmed. Due to the extreme coil damage, its separation from the dpu, and without the return of the headway microcatheter the exact root cause cannot be determined, however the evidence as received highly suggests the possibly of two contributing factors that may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor was found to have been a copious amount of a blood/contrast mixture found intermittently adhering along the entire stretched coil remaining after the device was cleaned by the end user. This indicates the possibility of the lack of a constant pressurized flush not being applied during a portion of the procedure. If this occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends,¿ ¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the codman microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ the evidence exhibits that the secondary contributing factor to the resistance of the coil inside the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which would have been felt during the coils advancement inside the microcatheter and may have caused damage to a portion of the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the headway microcatheter and the rhv used in the procedure, it cannot be determined if this component contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.